Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized one day after onset of the peritonitis. The patient was treated with injection fortum and injection reflin (250 milligram in every bag) for the event. The outcome of the peritonitis was unknown. Pd therapy was reported to be ongoing. Additional information was requested but is not available.